Manufacturer narrative:
The system was examined and tested. There were no issues found that would have contributed to the reported issue. The system was found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported an uncut area of the flap and the surgeon was unable to lift the flap. The procedure was aborted. Additional information has been requested.